Event description:
It was reported that prior to starting (post-anesthesia) a da vinci-assisted the ace harmonic instrument was not being recognized. The customer proceeded with a spare instrument. No fragments fell into the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a blade broken. The blade broke at roughly 0.19¿ from the base. The broken piece was not returned. The instrument passed the recognition and engagement tests multiple times. The instrument moved intuitively with the full range of motion in all directions. The clamp arm opened and closed properly. No recognition failures were observed during the log review.